Manufacturer narrative:
Additional information: b7 and e1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event diagnosis, the patient was hospitalized and treated with gentamycin injection (1g, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, every 48 hours, intraperitoneal, discontinued) for peritonitis. Three days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.